Event description:
It was reported that the wheels on the device are stiff and they are getting warmer than usual. There was no patient impact.

Manufacturer narrative:
It was reported that the wheels on the device are stiff and they are getting warmer than usual. There was no patient impact. (B)(4). Product evaluation: product analysis not verify customers complaint concerning overheating; the drill was not running when it arrived. The wheel does not work due to dried saline. Disassembled device to clean collet and housing in order for the wheel to rotate. Motor/cable, housing, bearings and other parts were replaced. The unit was tested and passed all manufacturing specifications.